Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the downstream occlusion sensor was the root cause. The downstream occlusion sensor was re-calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an occlusion alarm sounded immediately after fluid delivery. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.